Manufacturer narrative:
The actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected which observed a separation between the twist clamp and main body; the separation between the two components was caused by broken occluder legs to the main body. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as foreign solvents, dyes, or cleaning agents can damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the white twist clamp (sleeve) of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.